Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on (B)(6) 2010 and performed to specification up to (B)(6) 2013. The device failed multiple self-tests due to a low battery (B)(6) 2013, the device remained in fault mode until (B)(6) 2013 when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. Multiple manual power ups of ten minutes duration were observed in the device memory on the (B)(6) 2016. No further log entries were recorded prior to receipt at heartsine. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.